Event description:
The customer reported the generation of erroneously low ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Data for one patient sample was provided.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed that bubbles may be entering the reagent reference (ref) pathway somewhere between the ref bottle and the ref block bottom port. The fse replaced multiple hardware, including, the mid/ref pickup tube, ref bottle, the ref tubing from the ref bottle to the plastic gray manifold, the ref valve and the tubing from the ref valve to ref block bottom port. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The probable cause is identified as multiple hardware. The fse primed the ise and verified no bubbles are forming. The issue was resolved, and the customer was satisfied. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).